Event description:
It was reported that prior to use on a cholecystectomy robotic laparoscopic procedure, during the docking and draping process, the arm cart assembly (aca) became frozen. The arm got replaced by another arm and the surgery continued. During the surgery they tried to reconnect the frozen arm, but the arm failed in the calibration process a few time. There was no injury to the patient.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Device evaluation: medtronic led an evaluation of the field service notes and the associated device data logs for the reported arm cart assembly. Review of the field service notes indicates the field service engineer was able to confirm the arm cart assembly became frozen during the draping process. Error codes 'robotic arm motor torque and sensor torque plausibility check', and 'redundant torque sensing check' occurred in conjunction with the error code 'robotic arm_joint 5 was affected and incomplete calibration', which caused calibration to fail. The z-slide and pinch sensor a5 were replaced to resolve the issue. Evaluation of the device data logs show the arm cart assembly was frozen due to the system detecting excessive force on the z-slide, triggering error code 'robotic arm joint 5 (raj5) positions exceed difference limits) and the cascading error code 'subsystem robotic assembly joint position desired vs actual validation'. This could be due to the user exerting extra pressure on the z-slide while docking/draping process; however, that cannot be confirmed from the logs. The arm cart assembly failed calibration later due to ra_j5 detecting mismatch in forces while calibrating, resulting in the error code 'motor torque and sensor torque plausibility check'. Evaluation of the arm cart assembly confirmed the reported condition, however, the investigation concluded there were no abnormalities that would have caused or contributed to the reported condition; therefore, the investigation was not able to identify a root cause. However, the most likely cause of the event was ra_j5 detecting mismatch in forces while calibrating. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to use on a cholecystectomy robotic laparoscopic procedure, during the docking and draping process, the arm cart assembly (aca) became frozen. The arm got replaced by another arm and the surgery continued. During the surgery they tried to reconnect the frozen arm. The arm failed in the calibration process a few times. No patient injury.